Event description:
It was reported that there was difficulty positioning and removing the mini trek on the miracle bro 6 guide wire in the anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device. The miracle bro guide wire referenced is being filed under a separate medwatch MFR number.